Manufacturer narrative:
Based upon the investigation results, the complaint has been reassessed and found to be non-reportable, as no defect was found. Investigation: the investigation was carried out by aesculap technical services (ats). A thorough checklist was followed and review was performed. Device history review: since a repair was performed, a review of the device history records is not necessary. Conclusion/preventive measures: no defect was found, and the product was according to specifications. Possibly there was a defect in another component or during handling. Based upon the investigation results, no CAPA is required.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with ga344 - acculan 4 small drill. According to the complaint description, the product was found to be defective during the surgery. An additional medical intervention was necessary. Additional information was not provided nor available. Additional patient information is not available. The adverse event is filed under aag reference (B)(4).